Event description:
Device did not function during code. Due to patient status, as well as other measures taken, event cannot be considered related to the patient's death.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: none or unknown. Conclusion: device failed during assembly, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was not destroyed/disposed of.